Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is experiencing intermittent signal dropouts. This issue is occurring throughout the facility. No harm or injury was reported. Nk ts field team will be arriving on site in order to troubleshoot further. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Multiple transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their multiple patient receiver (org) is experiencing intermittent signal dropouts.

Manufacturer narrative:
Details of complaint: the customer reported that their multiple patient receiver (org) was experiencing intermittent signal dropouts. This issue was occurring throughout the facility. A nihon kohden technical support (nk ts) field support team was to be scheduled to be on site to troubleshoot further, however the customer later reported the issue had not occurred again within the previous two weeks, so the field service was canceled. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer reported that the issue of intermittent signal loss was occurring and that there was construction nearby. Construction near the telemetry system is known to cause signal loss. The customer later reported that the issue of intermittent signal loss was no longer occurring for the previous two weeks. As the issue was no longer occurring, it is unlikely that the issue was related to a device malfunction. The most likely root cause for the intermittent signal loss was the reported nearby construction. As the root cause is related to environmental factors, a CAPA is not warranted.

Event description:
The customer reported that their multiple patient receiver (org) was experiencing intermittent signal dropouts.